Manufacturer narrative:
Device failure directly contributed to event-welding failure (B)(4).

Event description:
Evaluation summary: the device shows several damages on the shaft; kinks after the strain relief, in the proximal and in the middle of the shaft were found. No damages were noted on the balloon, but an evident burst in the balloon proximal welding was noted. Cine image review: one still angio image was provided for review. The image was not clear enough to review.

Event description:
The physician was attempting to use an amphirion deep otw pta balloon catheter to treat the left fibular artery. The lesion exhibited moderate tortuosity, moderate calcification, 80-90% stenosis and was described as eccentric. No abnormalities noted during preparation and inspection of the amphirion deep device prior to use, no resistance noted during insertion or with accessory equipment. During the procedure a leakage from the shaft/proximal balloon occurred after the 1st inflation at 10 atm. No patient complications reported. Lesion was treated with a second balloon amphirion deep .

Manufacturer narrative:
Root cause is undetermined. Conclusion not yet available - evaluation in progress. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.